Manufacturer narrative:
Based on the provided information and test performed on site on the system there is no indication of a malfunction of the mr system or coil used. Although this could not be confirmed, the shape and place of the skin reddening and blistering is consistent with foreign material present in the patient's underwear. Further contributing factors observed are: total of 8 scans were performed on high sar; total administered sed of 4.9 kj/kg exceeded the recommended maximum of 3.5 kj/kg; the temperature of the examination room was too high; patient ventilation was at a low level; the patient was covered with a sheet or blanket.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 3.0t mr system. A patient was scanned for an MRI examination. After the examination reddening and a blister was observed on the patient's buttocks.